Manufacturer narrative:
This complaint file was reviewed by the clinical analyst, who stated the following: ¿the surgeon reported problems of rising vacuum. The company sales representative was in the facility and attended several surgeries. The company sales representative noted it may be an issue with the aspiration tubing of the cassette when switching the connection from the phaco handpiece to the irrigation/aspiration (I/a ) handpiece. The company sales representative suggested making a rotation when connecting the I/a handpiece which allows a much better depression of the tubing and therefore a very good seal. This occurred when the handpieces were used because there were no more handpieces. (However, they have noticed that it is much easier to connect the cassette aspiration tubing to the old I/a handpieces) in order to fix the irrigation tubing of the handpiece I/a, the surgical technician pushed the tubing by taking the white movable part of the tubing (which allows it to lock into the I/a ultraflow handpieces) between her fingers, instead of pushing through the black part. It was therefore only half-sunk. When the surgeon used the I/a handpiece, during the aspiration, the irrigation tubing was removed from the handpiece, leading to an immediate posterior capsular rupture. The surgeon performed an anterior vitrectomy and the intraocular lens (iol) was implanted in the sulcus.¿ no further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in d.1., and d.4. New information provide in e.1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor of ophthalmology reported that a handpiece presented with a connection issue and an aspiration issue during a surgery. When the surgeon used the irrigation / aspiration (I/a) handpiece during the aspiration, the irrigation was removed from the handpiece, leading to an immediate capsular rupture of the patients operative eye. The surgery was completed after putting the implant in the sulcus. Additional information has been requested but none has been received.